Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, in the first device, an error sound was heard after several "actuations" and the device became deactivated. Error 5 was also displayed. In the second device, that the blade was broken off when the doctor handed the device to the nurse. As the blade was broken off outside the pt, no piece was fallen into the pt's body. Another device was used to complete the procedure. There were no adverse consequences for the pt.